Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable inr result from their coaguchek xs meter serial number (B)(4). At 1 pm the result from the meter was 6.8 inr. At 8 pm the result from the meter was 5.0 inr. The customer stated that the patient had a meal between the two results from their meter. On (B)(6) 2018 the patient went to the pharmacy and performed qc testing on the meter with acceptable results. The patient's therapeutic range was 3 - 4 inr. There was no allegation of an adverse event. The meter and strips were requested for investigation. Replacement products were sent. Relevant retention test strips (lot 294151) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
No product was returned for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.

Manufacturer narrative:
The customer returned the meter and strips for investigation. The returned strips were measured with the returned meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor #1: retention meter and master lot strips: 2.4 inr. Returned meter and customer strips: 2.2 inr. Donor #2: retention meter and master lot strips: 1.7 inr. Returned meter and customer strips: 1.5 inr. The maximum difference between measurements with the same blood sample was 8%. The maximum difference between measurements with the same blood sample was 0.2 inr. Returned customer material and retention material comply with the specification.